Event description:
It was reported by the customer's mother that the customer was hospitalized due to high blood glucose levels. Blood glucose level at the time of hospitalization was in the 490 mg/dl range. Customer was given fluids to bring down the blood glucose level. It was reported that the customer had an ear infection that contributed to the high blood glucose. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.